Event description:
Reference number (B)(4). Event occurred in the united states. On 24-jun-2024, it was reported that the patient faced that there was a blockage in the tubing and patient was using soft cannula infusion set. The patient replaced infusion set and resumed insulin successfully. No further information available.